Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has noted large air bubbles in the luer lock. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and delivered a manual injection to address bg level. Reportedly, customer changed and large air bubble was no longer observed; however, customer did note a small air bubble was present. Recommendation was made to change infusion site.